Event description:
Daughter of end user called to report that since end user had ostomy, she developed a rash under mass in scattered splotchy areas that started as fluid-filled blisters. The areas now burst, connect and weep.

Manufacturer narrative:
Based on the available information, this event could lead to a serious injury if the issue were to recur. According to the reporter, the end user has tried using allkare adhesive remover wipes, washes with soap and water, then rinses and dries. They apply stomahesive powder, protective barrier wipes and dries. The use of antifungal powder was discussed with the user. From a clinical perspective, a casual relationship between the esteem synergy 2 pc - stomahesive (sh) wafer w/flexible collar and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event () is unknown, so the date used was the date convatec became aware.